Event description:
It was reported the pt has lost a significant amount of weight and her scs ipg is now causing her discomfort and pain. Follow-up on (B)(6) 2013 identified the pt underwent surgical intervention on (B)(6) 2013 and her scs ipg was relocated to a more comfortable location. The pt reported the new ipg location is more comfortable. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.